Event description:
Medtronic received information that 23 months following the implant of this transcatheter bioprosthetic valve, the patient presented with shortness of breath and bradycardia. A single-chamber permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Bradycardia is generally a result of known potential adverse effects, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the percutaneous aortic valve. There was no indication of a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.